Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed high capture threshold and decreased sensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.